Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0500; batch no: 20063053. It was reported that there was leakage where the tubing joins the bottom smartsite port. Event description per email states: leaking from the place where the tubing joins the bottom smartsite port. 'IV primary line tubing malfunction: saline used to prime tubing prior to chemotherapy began leaking from the place where the tubing joins the bottom smartsite port. Patient alerted nurse to the problem just before nurse was about run chemo through the tubing. Very close call."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-05. H6: investigation summary: one primary set, model 2420-0500 lot 20063053, was received by the customer for investigation. The set was visually inspected no defects could immediately be identified. Functional testing was performed at 100 ml/hr for one hour using a blue dye solution. A leak was observed at the lower connection between the tubing and the bottom smartsite. The customer's complaint of leakage where the tubing joins the bottom smartsite port was verified. No other leaks were observed throughout the set or its components. It was observed that the tubing was not properly adhered to the smartsite. When the tubing remained in an upright position, the fluid was able to slowly drip out of the tubing. When the tubing was pushed to an angle, a vacuum was created, and air entered the tubing at the connection to the smartsite. A device history record review for model 2420-0500 lot number 20063053 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed. It could be identified that the glue had not been properly applied to the tubing. Manufacturing confirmed that the root cause was due to a bad assembly method and a partial dispensing of solvent by the equipment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20063053. It was reported that there was leakage where the tubing joins the bottom smartsite port. Event description per email states: leaking from the place where the tubing joins the bottom smartsite port. 'IV primary line tubing malfunction: saline used to prime tubing prior to chemotherapy began leaking from the place where the tubing joins the bottom smartsite port. Patient alerted nurse to the problem just before nurse was about run chemo through the tubing. Very close call."